Event description:
It was reported that the implantable neurostimulator (ins) needed to be repositioned because of an "indisposition" of the pocket. Additional information received reported the patient had a sinking "bad" feeling in the ins pocket. The patient outcome was "ok."

Manufacturer narrative:
Product ID 09016-95 lot# unknown serial# unknown implanted: 2009-(B)(6) explanted: product typ extension. (B)(4).